Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Approximately four years post the deployment of a taxus express2 drug eluting stent and a non-bsc stent, stent thrombosis occurred. It is unclear which stent the thrombosis occurred in at this time. The original interventions were performed at another facility. Patient status reported as "stable."

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause is considered anticipated procedural complication.